Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler functional display check failed. It was identified that the failure was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank upon waking up. The patient was connected to the cycler, however the treatment was reported to be complete and on step 8 of the treatment end screens. The cycler was plugged into a three prong outlet directly to the wall and the power cord secure on both ends. A mini fridge was plugged into the same outlet. The fridge was unplugged and the cycler was reset/rebooted and the screen remained blank, however the keys lit up. The power cord was then reseated, and again the screen remained blank, however the keys lit up. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was reported that the patient would revert to manual supplies for subsequent treatments. Additional information was requested, however to date not provided. The cycler was returned to the manufacturer and upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.